Event description:
Customer reports to have high blood glucose that went from 229 mg/dl, to 288 mg/dl, which was treated. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. During troubleshooting, it was found that drive support cap appeared normal, customer was not admitted for medical treatment, customer was disconnected during rewind / prime sequence, customer did not find a leak, time was incorrect and date was correct, basal rates were correct, insulin did exit tubing, customer was programming correctly, and no air found in tubing. Customer did not have a tubing clamp in order to complete pressure. Customer was advised that tubing clamp would be sent in order to complete troubleshooting. Customer did not want to remove set to check for bent cannula as she states blood glucose began to drop. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.